Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to verify the failed battery test alarm, bolus stopped alarm, frozen screen, off no power alarm, reset anomaly and out of range of sensor due to blank display.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had frozen display and keypad anomaly. He received a bolus stopped alarm which could not be cleared. He removed the battery and reset the device. The blood glucose at the time of the incident was 98 mg/dl. The customer also mentioned having issues with the sensors readings being inaccurate. Troubleshooting was not able to resolve the issue. The device was returned for analysis.